Event description:
It was reported by repair work order that the fowler drifting due to malfunction fowler motor. Also it was reported that there was a unknown scale issue but the customer opted to not have scale repaired at this time. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer opted to not have scale repaired at this time.